Event description:
During an unknoen procedure, the gear broke when firing. The tigger would not release. The device fired, but would not open. It was released manually. The case was completed with a like device with no patient consequence.